Event description:
As reported, in 2008, this pt underwent endovascular repair using gore excluder aaa endoprostheses. The pt's left common iliac artery was perforated by a amplatz super-stiff guidewire during access. Three devices gore excluder aaa endoprostheses were implanted to resolve the tear. While advancing a gore excluder aaa endoprosthesis in the pt's right side, the right common iliac artery perforated. The pt was converted to a unplanned aortouniiliac. A trunk ipsilateral leg component was inserted into the sheath on the pt's left side. Kinking in the sheath prevented the device from being advanced. Both the device and the sheath were removed simultaneously and the pt was converted to open repair. The pt lost approx 8 units of blood during the procedure. The pt is reported to be stable at this time.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.